Event description:
Hosp reported during a CT scan for an abdomen and pelvis study, an extravasation of approx 100cc's occurred. The extravasation was approx 6 inches above the injection site. The pt was sent to the emergency room. The pt required carpal tunnel surgery and a fasciotomy was performed.

Manufacturer narrative:
The customer does not believe that the injector caused the issue, but they requested a check out of the injector. A medrad service rep checked the injector and no problems were found with the unit. The customer has declined additional applications training.